Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter received questionable elecsys ft4 iii and elecsys ft3 iii assay results for one patient from cobas e 801 module serial number (B)(4). Sample from the patent was submitted for initial investigation and was tested on centaur, cobas e801, cobas e602, and cobas e411 analyzers. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(4) for the ft4 iii assay. The customer reported out the results to a physician.

Manufacturer narrative:
Sample from the patient was submitted for investigation. An interfering factor to streptavidin was identified in the sample. This interference was documented in product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. No product problem could be found.